Event description:
This is 1 of 2 reports linked to mfg report number 3004608878-2025-00121: a facility reported the mayfield ultra base unit (a2101) does not close well and moves even when locked. The patient was asleep, and there was increased surgery time in beginning the surgery. There was no injury to the patient.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h6, h11. The mayfield ultra base unit (a2101) was returned for evaluation: failure analysis - the reported complaint is confirmed from the evaluation. The base unit needs to get overhauled, the handle shock cushion is missing along with labels, and the cam support pin and set screw need to get replaced. The transitional member threads are worn off; therefore, the transitional member need to get replaced. Additionally, the adjustment wrench is missing and will be added, and the left moveable bracket is stuck and needs to get overhauled. Therefore, the finishing cap, button head screw, dowel pin and roll pin need to get replaced, and a function test will be performed according to manufacturer¿s specifications. Due to all the issues found, the device has been scrapped. Root cause - the complaint is confirmed via inspection of the unit. The unit required replacement of missing and worn parts, and the probable root cause is routine use/wear and mishandling of the unit. No further investigation is required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.